Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an echelon microcatheter that broke/separated during a procedure. The patient was undergoing an arteriovenous malformation embolization procedure via radial access. Vessel tortuosity was minimal. It was reported that the echelon microcatheter an all accessory devices were prepared according to the instructions for use (IFU) and the catheter was flushed per IFU. After the physician had finished deploying the onyx, it was attempted to retrieve the echelon catheter but during retrieval, the echelon catheter snapped in half at the middle while still inside the intermediate catheter. The proximal segment was removed from the patient but the distal segment remained in the patient. After several attempts, the physician was able to snare the distal segment and remove it from the patient's body so that no part of the catheter remained in the patient's body post-operatively. It was noted that there was no friction or difficulty during onyx injection. The catheter was not entrapped and force was not applied during delivery or removal. The catheter was not stuck inside the guide catheter. It was unknown if there was any vasospasm. The patient was noted to be without injury. No additional surgical or medicinal intervention was required. Ancillary device: onyx.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened echelon-10 inner pouch. ¿ visual inspection/damage location details: liquid embolic residue (onyx) was found within the echelon-10 catheter hub. The echelon-10 catheter was found separated into two segments at ~91.5cm from the proximal end of hub, ~69.7cm from the distal tip. When compared to the product drawing it appears all segments of the echelon-10 micro catheter were returned. The tubing material of the catheter separated ends exhibited with stretching, necking and jagged edges with the elliptical wire exposed. Liquid embolic residue was found within the catheter lumen. The echelon-10 distal tip was found in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching, necking and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is likely the echelon-10 micro catheter became entrapped causing the catheter to separate if excessive force is used. Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. However, the cause for the entrapment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.